Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10:the complaint device is currently awaiting testing to determine if the components that were replaced by the fse resolved the issue for the customer. A final report will be generated upon the completion of further testing of the complaint device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that the spo2 feature on the complaint device was dropping out intermittently and requested support. The complaint device was in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.